Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at time of event, no patient involvment.

Manufacturer narrative:
Diagnostic and functional testing was performed at the philips authorized repair facility. They were unable to test the device due to a missing speaker inside the unit. A speaker was ordered and replaced. Based on the information available, the caused of the reported problem was a missing speaker. The speaker was replaced. Teh device was operational after the repairs were completed and the device was returned to the customer. The investigation concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.